Manufacturer narrative:
Citation: abramyan, a., samaan, m., chattopadhyay, k., kumarapuram, s. Sundararajan, s. Sun, h., nourollah-zadeh, e., roychowdhury, s. Gupta, g.. Flow diversion for acutely ruptured intracranial aneurysms: a single-center retrospective analysis of 30 consecutive cases. Brain circulation 2025. Doi: 10.4103/bc.bc_132_24 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Note that patient information (age, sex) is based off the mean of the data of the patients in the article. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding flow diversion for acutely ruptured intracranial aneurysms: a single-center retrospective analysis of 30 consecutive cases multiple manufacturer's devices were implanted in the study population. The following medtronic devices were used: phenom 27 microcatheter, pipeline embolization devices (ped 1st generation, ped flex, ped flex + shield) deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. The causes of death were rebleeding. Among all patients adverse events / device product performance issues included: treatment-related mortality was 6.6% (n = 2). Two patients died due to rebleeding. The aneurysms that re-bled were located within the posterior circulation. One patient experienced massive rebleeding 13 days after flow diverter (fd) placement with cardiac arrest. The other patient experienced massive rebleeding 1 day after fd placement. No further information was provided pertaining to medtronic products.